Event description:
It was reported that the pt had lost 15 pounds the day after her pump was implanted. She had experienced swelling throughout her body after her pump was implanted. The pt had thought the swelling was due to the dilaudid that was in the pt's pump. The pump was removed five months after the initial implant.

Manufacturer narrative:
(B) (4).